Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on both eyes (ou) at 5 day post-operative exam. A brief description from the account was that there was a trace of dlk on one eye and the other had stage 1 of dlk noted on the 5 day post op exam. The surgeon commented that there was a different technician cleaning the instruments on that day. At a 7 day post op exam, the patient status was that the right eye had a trace of cell dlk and left eye had stage 2+ dlk. The dlk was treated with pred forte eye drops every 2 hours to be tapered off in right eye and every hour on the left eye to be tapered off.